Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a motor error alert during a bolus. She stated that she got most of the bolus. Customer reported that she had to reprogram the insulin pump because it had shut off and the settings were erased. She could not recall any significant events leading to this alarm and stated that the insulin pump had not been exposed to any strong magnetic field or MRI. She was assisted in clearing the alarm but stated that she was unable to rewind the insulin pump. The blood glucose reading was 87 mg/dl. Nothing further was reported.